Event description:
Procedure type: whipple. According to the reporter: the surgeon torqued the adapter and reload, and the reload manually articulated. The device would not articulate on further firings. The device stapled effectively. The case was finished with no further incident. There was no reinforcement material used. There was no unanticipated tissue loss, no extension of the incision, no blood loss of over 500 cc's, and no delay in surgery time over 30 minutes. No device fragment fell in patient's cavity.

Manufacturer narrative:
(B)(4).